Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. Reportedly, the customer had to press on the wake button with more force. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Blood glucose level was 129 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.